Event description:
The male luer slip disconnected from another manufacturer's catheter. Allowing a loss of fluids and requiring a transfusion. The reporter indicated that this had occurred on one other occasion but did not provide specific details.